Manufacturer narrative:
An inspection of the bed by the customer after the incident found that the siderails were in good working condition and were able to be removed easily. Sizewise inspection of the bed before and after the incident found that the bed was in good working condition, including siderail functionality. Customer believes the root cause of the problem is staff education on proper use of the bed frame. Reporter met with their clinical educators and nurse managers to educate on the incident (B)(6). Sizewise inservice for staff is scheduled for (B)(6). A review of the quick reference guide included with the bed found that simple instructions with photographic examples for removal of the siderails is included. As the inability to timely remove the bed's siderails contributed to a delay in moving the patient to the intensive care unit (ICU) and the patient expired after the move, this incident may have caused or contributed to a patient death and therefore is reportable.

Event description:
Staff at customer facility were attempting to move the patient to the intensive care unit (ICU), but had difficulty in moving the bed out of their initial room. Initially they lowered the siderails of the bed, but the bed was still unable to fit through the doorway. Next, they attempted to remove the siderails entirely, but experienced difficulty in doing so. After a delay of approximately 15 minutes, the patient was moved to the ICU, where they expired.